Event description:
It was reported while using the bd insyte¿ autoguard¿ shielded IV catheter it split. The following was received from the initial reporter: bd insyte autoguard catheter 24 gauge winged lot number 3055427 catheter split, needle punctured through the side of the catheter. Identified as a trend with this product.

Manufacturer narrative:
E.1. The customer's address is unknown. Unknown, (B)(6) has been used as a default. E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5145191]. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.